Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to over 400 mg/dl. In addition the patient reports the pods cannula had not deployed upon initial activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.